Event description:
Reportable malfunction: on august 4, 1999, novo nordisk a/s received a novopen 3 from canada with the following complaint: "defective". There was no indication of an adverse event. Report and conclusion of MFR's investigation- on august 20, 1999 novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at dose sizes of 2, 5, 10 and 20 iu (1 iu = 10 mg). Conclusion- the fault "collar on piston rod nut broken off" has been classified as a reportable malfunction.